Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer reconnected all connections to the half-height drawers, rebooted and tested the functionality with the customer. The system functioned as intended after the field service engineer restarted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a multiple drawer failure. The customer reported unable to dispense medication in the affected drawer. There were no adverse events or injuries reported based on this event.